Event description:
It was reported that low flow was due to volume status, and position and speed of pump. It was reported that the low flows did resolve prior to discharge of patient. He was given several boluses of normal saline and increased fluid intake. Also the team decreased speed of pump to 5000. After the decreased of speed, patient no longer had low flow alarms. Patient was experiencing dizziness and decreased mental status; however, patient is now fully alert and oriented and discharged to a rehab facility to regain strength. The patient increased fluid status, decreased pump speed to 5000. No product will be returning for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a log file review was requested to see if the patient was on his backup pocket controller. The log captured low flow alarms with high pi on (B)(6) 2021. The flow is fluctuating below 2.5 lpm threshold. These occur at times when pi is elevated. These seem to be physiological in nature. Otherwise, there were no notable alarm conditions or parameter changes. The vad was functioning as intended. It was reported that the patient's pocket controller was switched out and additional log files were submitted from the original primary pocket controller. The log file captured low flow events on (B)(6) 2021. The low flow events occurred at times when pi is elevated. The low flow events seem to be a patient related issue. It appears the controller was replaced on (B)(6) 2021 around 11:23:17.

Event description:
It was reported that the reason for the pocket controller exchange is unknown as it was at a nursing facility; however, it is thought that it was because they had let the batteries die completely and were unsure what was wrong with it, so they completely changed out the pocket controller without being advised to. Also, the pocket controller will not be returned for evaluation as there was nothing wrong with it other than the facility failed to change it to power and the backup battery died. No further information was reported. Related manufacturer report number: 2916596-2021-04291.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the submitted log files. Additional information provided indicated that the controller may have been exchanged in error as a response to total loss of power to the system due to a full battery depletion; however, the log files did not capture any total losses of power. Review of the log file revealed that the first controller event log file contained approximately 2 hours of data from (B)(6) 2021, per the timestamps. Both power cables were disconnected from external power on (B)(6) 2021 at 11:23:03, the driveline was disconnected on (B)(6) 2021 at 11:23:07, and the controller was then put into sleep mode on (B)(6) 2021 at 11:24:52; these events are consistent with the controller being exchanged. The first controller periodic log file contained approximately 9.5 days of data ((B)(6) 2021 per the timestamp). The pump maintained a speed above the low speed limit throughout the event and periodic log files. The event and periodic log files did not capture a total loss of power or contain data consistent with a full battery depletion. Review of the log file revealed that the second controller event log file contained approximately 2 days of data ((B)(6) 2021 per the timestamp). The second controller periodic log file contained approximately 10 days of data ((B)(6) 2021 per the timestamp). The periodic log file showed that the driveline was first connected to the controller on (B)(6) 2021, which is consistent with a controller exchange on (B)(6) 2021. The driveline remained connected throughout the log files. The pump maintained a speed above the low speed limit throughout the log files. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller was shipped to the customer on 24aug2020. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.